Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic following an initial system implant procedure. Upon interrogation, loss of capture and decreased sensing were observed on the right ventricular lead due to dislodgement. The lead was attempted to be repositioned but failed to extend due to tissue blockage. The lead was explanted and replaced. The patient's condition was stable throughout the event.